Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by the nurse that there was a discrepancy in esophageal and foley temperature probes.

Manufacturer narrative:
The device was not returned for evaluation. The reported issue could not be confirmed. No sample was returned for evaluation. A potential failure mode could be ¿sensor wire breaks thermistor cracks or breaks¿ with a potential root cause of ¿sensor wire too weak or thermistor chip too weak¿. The lot number is unknown therefore the device history record could not be reviewed. The product catalog and lot number for this device are unknown. Therefore, bard is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the nurse that there was a discrepancy in esophageal and foley temperature probes.